Event description:
This device was returned with MFR reports 3005099803-2009-02068 and 3005099803-2009-02069. Although this device was received with the above MDR devices, follow-up indicated the device was not used during this procedure or any other procedure. The complainant indicated the device was sent in an unopened package to be inspected since it came from the same batch as the above mentioned MDR devices. However, the device was received in an open package together with the above MDR devices. Several attempts have been attempted to clarify the above situation. Should add'l details become available, a supplemental report will be submitted. Based on the investigation results of this device, an MDR-reportable scenario was identified (jaws would not close/bent).

Manufacturer narrative:
A visual examination of the returned device found that the jaws would not close and appeared slightly bent. Functionally, the jaws would open, but failed to close properly due to the bend. A dimensional check was performed using a ring gage and the device was found to be out of specification. The most probable root cause is undetermined since the origins of the bend could not be identified. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).